Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. The cause of low bg was unknown. The customer became unconscious because of the low bg and received third party assistance from paramedics. The paramedics provided intravenous therapy (IV) of dextrose, and once the customer regained consciousness, they consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.